Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1805 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with missing segments/partial display. Unable to perform the self test due to display anomaly. Pump was cut open to perform visual inspection. Per visual inspection found cracked glass and bleeding on the lcd. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection:¿cracked glass, bleeding, label damage (stained) and scratched case. In conclusion, customer concern for cosmetic damage and missing segments/partial display were confirmed due to cracked lcd glass and bleeding on lcd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.